Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners and lcd window. Unit received with broken belt clip slot and battery tube threads.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported of changing batteries and numbers began to scroll on screen. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.